Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure by using lifestent. It was reported that during the procedure the stent allegedly failed to deploy and could not unlock. Later on, break and detachment were identified. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system was received in a locked condition with the stent still loaded. During testing, the system could be unlocked without difficulty, and stent deployment could be initiated, resulting in an inconclusive outcome regarding the reported inability to unlock and deploy. However, a gap between the two grip shells at the distal end was observed, indicating and confirming a break in the clip mechanism of the grip. The kink protection was also detached from the grip, and a kink with an associated inner catheter break was identified distal to the grip. These findings confirm a detachment of the kink protection and a catheter kink leading to an inner catheter break. Based on the investigation and the information provided, the case is closed as confirmed for break of the grip at the clip connection, detachment of the kink protection, catheter kink, and inner catheter break at the proximal end. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant product labeling confirmed that the potential issue is addressed. The IFU instructs: unlock the safety lock slider by pulling it back toward the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back. Regarding damage, the IFU states: examine the stent system to ensure it has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.